Event description:
It was reported that alarm 01 occurred while customer used cartridge, and caller could not confirm any visible cracks on cartridge or provide lot number. There was no adverse impact to the customer's blood glucose level. Customer loaded new cartridge prior to contacting support, successfully resumed insulin delivery, and no additional follow-up information was available regarding original cartridge return.